Manufacturer narrative:
The investigation into the reported issue has been completed. Log showed a couple of issues with the console controller error. The following 5s parameters are abnormal; specifically, the "light¿ parameter triggered the controller error. The console was tested. The failure mode was not reproduced upon testing. The root cause of the optical signal issue is not determined due to the inability to reproduce.

Event description:
The complainant reported that the impella console was defective and presented optical signal issues. No patient was involved.